Manufacturer narrative:
(B)(4). The pt info provided is the average for all the pts. At this time, no add'l info was available, add'l info regarding the pts and devices has been requested.

Event description:
Literature: smeding hmm, speelman jd, huizenga hm, schuuman pr, schmand b. Predictors of cognitive and psychosocial outcome after stn dbs in parkinson's disease. J neurol neurosurg psychiatry.2011;82(7):754-760. Doi 10.1136/jnnp.2007. 140012. Summary: the authors examined predictors of cognitive decline and quality of life 1 year after bilateral subthalamic nucleus deep brain stimulation (stn dbs) in parkinson's disease (pd). A total of 105 pts were evaluated with a comprehensive neuropsychological assessment before and 12 months after surgery. A control group of 40 pd pts was included to control for effects of repeated testing and disease progression. Reportable event: the authors reported that normative comparisons method revealed that 38 out of the 105 stn pts showed cognitive decline, which is a pattern of test results that deviated significantly and in a negative direction from the control group. One stn pt had a pallidotomy during the f/u interval, two pts had a dislocated electrode, and two pts suffered a postoperative hemorrhage. After 12 months, six pts from the stn group were lost to f/u; two had an infection of the stimulator.